Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. The field service engineer (fse) found that the rinse mechanism nozzles were not seated all the way down and found a large blood clot on the tray below the sample probe. The fse replaced the sample probe, cleaned the rinse nozzles, and made adjustments. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient edta whole blood sample on a cobas c 503 analytical unit. The initial a1c result was 14%. The next day, customer was prompted to repeat the patient sample as their qc bias was lower than expected. The sample was repeated and the result was 9%. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.